Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system stopped in the middle of a scan, and then gave an error, "mobile view station (mvs) not communicating with o-arm." They cancelled use of the medtronic imaging during the case and moved it into the biomed shop.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that while taking the 3d image, the system had an issue transferring data to the mvs. A warning banner was displayed telling the user to reboot the unit and reconnect the interconnect cable. Once the unit was rebooted, no further issues were witnessed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were 2 people in the room standing behind the imaging system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported, that this occurred, during a cervical spine procedure. This happened when taking images. It was noted, that the error actually said, "mvs lost communication with o-arm. Restart system and if issue persists call service". The system was turned off and restarted. Navigation was aborted. There was a delay of less than one hour. And no impact on patient outcome.

Manufacturer narrative:
H2: additional information was received. A representative, looked at the logs and the logs did not indicate, a specific issue. All the errors pointed to a connection issue. However, all connections between ias/mvs were tested/inspected. Previous codes are still applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.